Event description:
The customer felt that the reservoir volume was not counting the reservoir amount correctly. Troubleshooting was performed and the insulin pump failed the displacement test. The customer stated the insulin pump has not been exposed to any magnetic fields. Advised the customer that the insulin pump would be replaced due to failing the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet eval. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.